Manufacturer narrative:
H3: the video splitter was returned to the manufacturer for analysis. The video splitter was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: product ID: 9734477, serial/lot #:(B)(4), ubd: , UDI#: (B)(4). Product ID: 9732266, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. Both monitors were without images or with intermittent images. The computer and video splitter were replaced. The system was then working properly. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the monitors present an interrupted image. Both staff carts and surgeon monitor of the navigation system present an interrupted image. For both monitors, half the screen has no signal, the other half displays a discontinuous image. The next step was to visit the site and perform troubleshooting and to find the cause of the incident. No patient was present at the time of the event. Additional information was received stating that the monitor was working correctly before the issue occurred. The manufacturer representative stated that the monitor got turned on and then it started working incorrectly. There was not another monitor that could be used. Additional information was received stating that the video splitter and central processing unit (cpu) were replaced. Additional information was received stating that troubleshooting was performed and when the manufacturer representative (rep) arrived at the site, there was no images on any of the two monitors, only the ¿no signal¿ message. The rep started by changing the video splitter, which apparently solved the problem, as the computer was turned on when doing the replacement and when finished changing the video splitter, the monitors were working. After working a while with the system there was again no image on the monitors, so the computer was replaced. The monitors worked fine after that.